Manufacturer narrative:
This case was assessed as reportable to the FDA as the event anaphylactic shock (anaphylactic shock) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an italian physician and concerns female patient in her 6th decade (reported as over 50 years old). She was injected with radiesse, on (B)(6) 2023. Radiesse was diluted with 1 ml of physiological saline and 0.5 ml of lidocaine, on the same day (off label use of device, product preparation issues). On (B)(6) 2023, about half an hour after the radiesse injection, the patient experienced a reaction presumably of an allergic nature, like an anaphylactic shock, with swelling of the face and breathing difficulties. The patient was immediately treated intramuscularly, with adrenaline, bentelan and trimeton. On (B)(6) 2023, the event improved. At the time of this report, the patient continued with an oral treatment of bentelan and antihistamine. Due to the provided information, the outcome of the event was considered as resolving. Internal database correction was performed on 20-apr-2023: the merz assessment was updated in regards to the description of event localization.